Event description:
The manufacturer received information alleging a ventilator failed test steps during testing for the active exhalation verification and pressure verification test steps. There was no harm or injury reported. The evaluation was not done by the manufacturer; the device is to be evaluated by the customer. There were no components replaced at this time. A final report is being submitted. If new information becomes available that confirms the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.